Manufacturer narrative:
While performing a review of the event, it was determined that the device with sn (B)(6) is not coming in due to the customer providing the wrong sn in the original report. The re-registration of the correct sn (B)(6) has been documented under a new file. Please disregard any reports associated with file mrn.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the printed circuit board (pcb) was replaced, and internal battery was not charging. There was no patient involvement.